Event description:
It was reported that device failed to deliver therapy while patient had ventricular fibrillation. During interrogation possible defective output electric system and low impedance alerts were observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed in the laboratory. Analysis found the output transistors shorted. The low voltage functionality was tested on our automated test equipment system and no anomalies were found. The cause of the output circuit damage is probably a lead anomaly.